Event description:
It was reported that a malfunction alarm occurred with a code displayed as malf 0. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reoccur.